Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On approximately (B)(6) 2025, the patient was with her husband when she received a high alert on the dexcom g7 receiver. She doesn't remember the exact readings but noted that it was high. She was unable to confirm the reading with a fingerstick because she didn't have any supplies at that time. The patient felt weak and sleepy and believed the readings on the dexcom receiver were incorrect. Unsure of what to do, they decided to go to the hospital to confirm the readings. At the hospital, the nurses treated the patient with insulin injection based on the dexcom readings, although the patient did not disclose the specific number. It seemed that the insulin was not effective, so the nurses took a bg reading which was 152 mg/dl and the cgm reading 224 mg/dl. She was advised to stay for 24 hours for observation. The patient was discharged the next morning with a cgm reading of 120 mg/dl and the bg reading was 187 mg/dl. Upon arriving home, the patient decided to remove the sensor and use another one. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator when the patient was symptomatic. The reported glucose values fall within the b zone of the parkes error grid at the hospital. No additional patient or event information is available.